Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotapro atherectomy system device. Visual inspection of the device found that the sheath was torn at 19.3cm from the strain relief. Blood is visible to the sheath. Product analysis confirm the reported event, as the sheath was torn.

Event description:
Reportable based on device analysis completed on 26aug2024. It was reported that leak occurred. A 1.50mm rotapro was selected for pci procedure, during preparation, leak of saline solution on advancer on tip from advancer to burr was noted. The procedure was completed with another of the device. No patient complications were reported. However, device analysis revealed the sheath was torn and blood was visible on the sheath.